Manufacturer narrative:
The cartridge was returned. A very small amount of viscoelastic residue was observed in the cartridge tip only. The cartridge shows evidence it was placed into a handpiece. The tip has heavy stress lines. The cartridge was cleaned to remove any trace of viscoelastic for further evaluation. A top coat dye stain test was conducted with acceptable results. The product history records were reviewed, documentation indicated the product met release criteria. The customer indicated the use of a handpiece and viscoelastic which were not qualified for the lens/monarch combination used. The root cause for the reported event of capsule rupture cannot be confirmed. The reported issue of improper delivery/lens shot out of cartridge appears to be related to a failure to follow the dfu. The account used a lens/cartridge/handpiece combination which was not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated was not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. In addition, a lack of viscoelastic was observed in the cartridge. Only a slight residual indication of viscoelastic was observed inside the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, the iol was shot out of the cartridge during insertion and a capsule rupture occurred. The lens was removed and replaced during the same procedure. An anterior vitrectomy was performed. Additional information has been requested.